Event description:
A pt had a repeat colonoscopy in 2005 (indication not provided). The next day, the pt experienced abdominal cramping, bleeding (clots), mucus and black watery diarrhea, and urgency. The following day pt has examined and diagnosed with distal proctitis. Pt was treated with anucort suppositories, flagyl, and bentyl. Medical history was not provided.